Event description:
On (B)(6) 2011, a vns patient's mother reported that the patient had one seizure that night and went to the emergency room. The patient was then given diastat. The patient was just recently implanted on (B)(6) 2011 and was programmed in the operating room on to an output of 0.25ma. The manufacturer's consultant reported that the physician was informed that the patient was in the hospital for the seizure and the physician reported that he would contact the patient's mother. Additional information will be requested from the physician by the manufacturer's consultant but no further information has been received to date. The manufacturer's consultant did report that the patient is not above an output of 0.5ma so no diagnostics have been performed yet.

Event description:
On (B)(6), 2011 the manufacturer's consultant went over the questions concerning the patient's increase in seizures with the physician's nurse. On (B)(6), 2011 the physician reported that the patient taped the magnet over the vns implant until the office visit but the increase in seizures were found to not be related to vns. The increase in seizures were the same as pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. The patient's current settings are output=0.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=0.5ma/magnet pulse width=500usec/magnet on time=60sec.